Event description:
Fell [fall]. Broke femur [femur fracture]. Case (B)(4) is a serious spontaneous case received from a health professional via the FDA in united states. This report concerns a female patient of unknown age, who fell and broke her femur during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10 mg, unknown dose, for unknown indication from an unknown start date to an unknown stop date. The patient reported that on (B)(6) 2020, she fell and broke her femur. The patient was hospitalized for three days while getting a medal piece put in. No additional information was provided. It was not reported if the injection(s) was/were administered in the same leg as the broken femur. The patient was hospitalized on (B)(6) 2020 due to fell and broke femur. Action taken with euflexxa was unknown. At the time of this report, the outcome of fell and broke femur was unknown, concomitant medication and medical history were not reported. All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: not related. Company causality: not related. Other case numbers: internal # - others = mw5097608. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.